Event description:
It was reported that bd precisionglide¿ needle luer is cracked and leaked. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown; batch no. Unknown. It was reported that a ¿cracking¿ sound while attaching needle to the luer connector prior to injecting medication, and a leakage at the needle hub/luer connector interface during the injection. Summary of complaint description: the patient reported hearing a ¿cracking¿ sound while attaching needle to the luer connector prior to injecting medication, and a leakage at the needle hub/luer connector interface during the injection. The luer connector had already been used successfully with the vial adapter to perform the reconstitution of the lyophilized enbrel. The returned complaint unit was observed to contain a red particle inside the threading of the luer connector/needle hub interface. When the needle was removed from the luer connector, the red particle separated into three (3) pieces. As the origin of the red particle is not suspected from the luer connector, it was attributed to the needle hub. The diluent syringe lot was known but the kit was discarded by the patient so no other lot information (for needle) is known. Event date: (B)(6) 2019. The patient was able to attach the diluent syringe to the vial adapter with no difficulty during reconstitution of the drug product. Only later when the needle was attached for injection was a ¿crack¿ sound heard and a subsequent leakage during the injection attempt occurred. The returned complaint sample had the red particle lodged in the luer threads between the needle and the diluent syringe.

Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle luer is cracked and leaked. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that a ¿cracking¿ sound while attaching needle to the luer connector prior to injecting medication, and a leakage at the needle hub/luer connector interface during the injection. Summary of complaint description: the patient reported hearing a ¿cracking¿ sound while attaching needle to the luer connector prior to injecting medication, and a leakage at the needle hub/luer connector interface during the injection. The luer connector had already been used successfully with the vial adapter to perform the reconstitution of the lyophilized enbrel. The returned complaint unit was observed to contain a red particle inside the threading of the luer connector/needle hub interface. When the needle was removed from the luer connector, the red particle separated into three (3) pieces. As the origin of the red particle is not suspected from the luer connector, it was attributed to the needle hub. The diluent syringe lot was known but the kit was discarded by the patient so no other lot information (for needle) is known. Event date: (B)(6) 2019. The patient was able to attach the diluent syringe to the vial adapter with no difficulty during reconstitution of the drug product. Only later when the needle was attached for injection was a ¿crack¿ sound heard and a subsequent leakage during the injection attempt occurred. The returned complaint sample had the red particle lodged in the luer threads between the needle and the diluent syringe.